Event description:
Customer reported via phone, the insulin pump alarmed button error while he was asleep. Customer's blood glucose was 133 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error alarm followed by unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.